Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility. It was reiterated that when the lead was passed to the sterile field it became bent bent. However, the lead never reached the patient. No patient symptoms were alleged.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: mi-1000, lot# 082618417, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the lead would not feed into the measuring tool and was bent in the process. It was noted there was a possible blockage in the measuring tool. The set screw was checked and looked like it was backed out far enough. The physician used a new lead and was able to get it into the tool. The issue was resolved at the time of this report. No medical symptoms were reported. No further complications are anticipated.